Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injury including hematoma, perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention are known potential adverse events associated the overall transcatheter valve replacement (tvr) procedure and may require intervention. According to the device training manuals, risk factors for aortic dissection, cardiac/aortic hematoma, or annular rupture during the tvr procedure include significant valve over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified sinotubular junction. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien transcatheter heart valve (all models) relies calcium to securely anchor in the landing zone. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times, the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. With the limited information provided, the cause of the dissection is unknown but may be related to the mechanisms described above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. Per the instructions for use (IFU), arrhythmias and conduction system defects which may or may not require a permanent pacemaker implantation are potential adverse events associated with balloon valvuloplasty, the use of local and/or general anesthesia, bioprosthetic heart valves, and the overall transcatheter valve replacement (tvr) procedure. Sick sinus syndrome (sss), also called sinus node dysfunction (snd), is an umbrella term for a group of abnormal heart rhythms (arrhythmias) presumably caused by a malfunction of the sinus node, the heart's primary pacemaker. Bradycardia-tachycardia syndrome is a variant of sick sinus syndrome in which slow arrhythmias and fast arrhythmias alternate. It is often associated with ischemic heart disease and valvular lesions. Sick sinus syndrome is more common in elderly adults, where the cause is often a non-specific, scar-like degeneration of the cardiac conduction system. Coronary artery disease, high blood pressure, and aortic and mitral valve diseases may be associated with sick sinus syndrome, although this association may only be incidental. Acquired snd may occur after damage to the sn artery during cardiac surgery or may be due to occlusion, such as after myocardial infarction. Another surgical cause of snd includes sn tissue damage during cannulation of the superior vena cava for cardiopulmonary bypass or extracorporeal membrane oxygenation. Ischemic cardiac arrest may also cause snd. The natural history of snd may be highly variable, although it tends to be progressive. The only effective treatment for patients with chronic symptomatic snd is pacemaker therapy. Slow heart rates or bradycardia have many potential causes including disturbances in automaticity and conduction, medications including general anesthesia, electrolyte imbalances, advanced age, and cardiac diseases. If this cannot be managed with medication, permanent pacemaker implantation may be necessary. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. With the limited information provided, the cause of the arrhythmia is unknown but may be related to the mechanisms described above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by edwards japanese affiliate, during a transfemoral tavr procedure with a 23 mm sapien 3 ultra resilia valve, the valve was deployed in the aortic position with 1 ml less than nominal volume. The balloon was shifted toward the left ventricle side, and post-dilation was performed with nominal volume. No signs of pericardial effusion or dissection were observed immediately after valve deployment, and the procedure was completed successfully. On postoperative day (pod) 3, the patient, with a narrow sinotubular junction (stj) and mild calcification, developed sick sinus syndrome (sss) and underwent permanent pacemaker implantation (pmi) on pod 5. On pod 6, transthoracic echocardiography (tte) revealed pericardial effusion, and a CT scan confirmed a type a aortic dissection. The patient subsequently underwent a bentall procedure and is currently receiving treatment in a general ward. Medical opinion suggests that the transcatheter heart valve (thv) may have created an entry point by penetrating the non-coronary cusp (ncc), leading to the dissection. It is suspected that the dissection occurred on pod 3, forming a large false lumen on the right coronary cusp (rcc) side, potentially compromising right coronary artery flow and triggering the sss event.